Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that a component of the device detached. The alleged issue was detected after opening the package.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the batch number 1512332 and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation. Based on investigations performed on previous complaints with the same issue, this complaint was confirmed. A CAPA has been opened to further investigate this issue.

Event description:
The customer alleges that a component of the device detached. The alleged issue was detected after opening the package.